Event description:
During the period of 01-aug-2016 to 29-aug-2017, five (5) lots of baxject iii subassemblies (bjiii), part number # 3400512 exceeded the incoming inspection acceptable quality limit (aql) criteria for major a defect ("assembly defects that affect function") due to discovery of 1-2 units (of 315 units sampled) with orange colored particulate matter (pm) located within the luer port, past the solution filter (fluid path). The aql failures are currently being investigated under (B)(4). Baxject iii subassemblies (part number, pn # 3400512) are the device constituent part of the following products assembled at (B)(6). These subassemblies are manufactured by baxter healthcare corporation, (B)(6) and are subsequently combined with advate or adynovate and sterile water-for injection (swfi) at (B)(6). 5ml advate with bjiii reconstitution system 2ml advate with bjiii reconstitution system - distributed with a 25 gauge needle with a 20 micron filter 5ml adynovate with bjiii reconstitution system. 2ml adynovate with bjiii reconstitution system - distributed with a 25 gauge needle with a 20 micron filter. The bjiii subassembly consists of a double opened ended molded plastic sleeve with a spike on each side, and luer port with a cap in the middle of the sleeve. The product vial and the swfi vial are inserted in the open end of the sleeve. The patient activates the system for reconstitution of the product by pressing down on the product vial and engaging the swfi into the product vial. Upon completion of the activation, the reconstituted product is removed from the system via the luer port and by using a sterile syringe. There is a filter inside the luer port as well as the port cap. The pms were found on the post cap side of the filter (exterior). Upon completion of the assembly process, the bjiii system with the product and swfi vials is placed in a protective plastic container and covered with a tyvek lid. The units are then sanitized using vaporized hydrogen peroxide (vhp), prior to being released for final packaging. Baxter lot # shire lot # date of manufacture shire inspection date number and size of pm gr334466a, 201709180013, 01-aug-16, 27-sep-17, 1 pm, 600, x 350 m. Gr338533, 201708180013, 24-jul-17, 25-aug-17, 1 pm, 215, x 160 m. Gr338749, 201708310018, 11-aug-17, 08-sep-17 , 1 pm, 741, x 100 m. Gr338780, 201709220011, 1a7-ug-17, 27-sep-17, 1 pm, 515 x, 100 m. Gr338939, 201709220010, 2a2-ug-17, 04-oct-17, 2 pm, 515 x 120 m. Failed the incoming inspection acceptance criteria and have been placed in quarantine and will not be used for reduction.

Manufacturer narrative:
Initial investigation status and root cause analysis: shire issued a supplier corrective action report, scar # 1232741 to baxter cleveland on 18-sep-2017. A sample of the o-ring was analyzed using ftir and concluded the material composition to be that of polydimethylsiloxane (silicone material) which matches with the material composition identification of the observed orange pm. Assembly of the transfer set includes two separate stations within the transfer set assembly machine where an orange o-ring is present. The o-ring is used to temporarily seal the luer port (which extends from the side of the transfer set) while a leak test (station 28) and a flow test (station 30) is performed on each unit. The o-ring(s) appear to have degraded over time and the particulate was transferred onto the luer port. The o-ring is supplied to baxter by mcmaster -carr (part number 9396k11). Baxter contacted the manufacturer of the o-ring ((B)(4) corporation), and the manufacturer stated there were no recent changes to the design or material of the o-ring. Root cause investigation determined the start of the degradation of the o-ring(s). A review of the manufacturing process at baxter was conducted and potential root causes of the o-ring(s) degradation were discussed. During the leak test (at station 28) and flow test (at station 30), the o-ring forms a seal with the face of the luer port. Over time, this repetitive contact with the luer port could cause the damage. It was also determined that prior to this event, there was no defined replacement cycle for the o-rings in preventive maintenance procedures. Further, baxter cleveland has no record of when o-ring changes were made or which lot number of o-ring was used. As such, the most likely root cause of the degradation was that the o-ring(s) simply remained in use for too long. Once degraded, the direct contact between the o-ring and the luer port is an obvious mode of transfer of the pm to the bjiii. Any pm deposited by the o-ring into the luer port should, however, be removed by station 31, which is a vacuum station. If the pm was on the face of the luer port, however, it may not have been removed with the vacuum program running at that time, which was set so the vacuum did not turn on until the nozzle was at the bottom of the luer port. As the transfer set travels further along the automated line, pm on the luer port face could then fall into the luer port due to vibration. The transfer set is also rotated 90 degree when traveling between stations, providing another potential opportunity for pm to fall into the port. To further investigate factors which may have caused the o-ring to degrade, shire conducted a for cause audit at baxter cleveland on 24-oct-17 and 25-oct-17. The audit included review of all records related to bjiii production with focus on the orings and particulate related controls. The audit concluded with several opportunities identified to improve particulate matter controls. Based on the date of manufacture of the oldest lot where orange pm was detected in the luer port at shire, the scope of the event begins on 1-aug-16 and ends on 29-aug-17 when the orange o-ring at baxter cleveland was replaced and additional corrective actions implemented thereafter. On 20-oct-17, an investigation was initiated to capture the trend in orange particulate matter (pm) identified in the luer port (fluidpath) of five (5) lots of baxject iii reconstitution devices (also called the baxject iii subassembly) (bjiii) devices during the quality assurance receiving and inspection(qari) component acceptable quality limit (aql) inspections. During the course of the investigation for the trend in orange pm, it was identified that black pm were also identified in the bjiii devices found inside the luer port. Therefore, an investigation was initiated to capture the trend in black pms identified in the bjiii devices during the qari component aql inspections. Further investigation details including immediate corrections, root cause analysis and corrective actions are provided in the summary report attached. Product impact assessment: as the investigation for the trend event is currently in progress, no product impact has been identified to date. The following information supports no product impact to date: ·none of the baxject iii subassembly lots where the pms were identified were used in production. There is no data currently showing that there are baxject iii units with this defect in the field. ·a review was conducted of all complaints and adverse events for advate and adynovate with baxject iii since launch. The review revealed there were no complaints related to pm found in the luer port of the subassembly or in the syringe during administration. In addition, no case reports identified that conclusively implicate a particulate matter in the product as the definite cause of the adverse event. Final updates: shire completed the evaluation for baxject iii reconstitution device, among other mitigations and particulate controls. Shire has confidence that the root causes of the particulate matter in the baxject iii luer port discovered late 2017 were identified and addressed in CAPA 1261946. Additionally, shire executes a risk management process which includes ongoing assessment of process risks, including particulate contamination. The corrective actions outlined below have addressed the specific causes of particulate and have improved the overall control of particulate in the luer port of baxject iii: a software modification was made on transfer sets assembly machine (tsam) to modify the vacuum sequence for the syringe lumen to pull a constant vacuum while going into/out of the lumen. Prior to this change, the vacuum would turn on/off during the cycle only when inside the lumen. The baxject iii line clearance, tiq, equipment parameters, and challenge form' was updated to include changing the o-rings at stations 28 and 30 on baxject iii tsam daily. A process change was made to the o-ring used at stations 28 and 30 on the tsam to change to a viton o-ring, from the silicone o-ring. The baxject iii line clearance, tiq, equipment parameters, and challenge form' was updated to add a visual inspection of the luer after removing the port body. There have been no further lot failures at receiving inspection for particulate in the luer port, nor any customer complaints in lots manufactured after the implementation of the corrective actions. These corrective actions have been shown to be effective and the process is in a state of operational control. As part of the risk management process, the state of process control for particulate matter will continue to be assessed and maintained. Since original filing of MDR there was orange particulate noted during examination of one (1) complaint sample which was reported to shire for incomplete diluent transfer. The date of manufacture for the baxject iii subassemblies used was 10-april- 2017 which was during the reported period of affected devices before corrective action were implemented. According to risk assessment: particulate in luer port of baxject iii, the risk is still acceptable per shire's risk management process. Based on the aql inspection criteria (0.15%), a single unit with particulate matter in the fluid path is statistically possible. As of mar 14, 2018, the shire safety database contains no case reports implicating particulate matter as the cause of an adverse event. No patient impact has occurred that changes the known safety profile or benefit-risk ratio of either advate or adynovate with baxject iii. The benefit-risk profiles of both products remain positive and favourable. The effectiveness of the corrective actions and post market surveillance data will continue to be monitored for any trends that would change the impact assessment.

Manufacturer narrative:
Initial investigation status and root cause analysis: shire issued a supplier corrective action report, scar # 1232741 to baxter cleveland on 18-sep-2017. A sample of the o-ring was analyzed using ftir and concluded the material composition to be that of polydimethylsiloxane (silicone material) which matches with the material composition identification of the observed orange pm. Assembly of the transfer set includes two separate stations within the transfer set assembly machine where an orange o-ring is present. The o-ring is used to temporarily seal the luer port (which extends from the side of the transfer set) while a leak test (station 28) and a flow test (station 30) is performed on each unit. The o-ring(s) appear to have degraded over time and the particulate was transferred onto the luer port. The o-ring is supplied to baxter by mcmaster -(B)(6) (part number 9396k11). Baxter contacted the manufacturer of the o-ring ((B)(4) corporation), and the manufacturer stated there were no recent changes to the design or material of the o-ring. Root cause investigation determined the start of the degradation of the o-ring(s). A review of the manufacturing process at baxter was conducted and potential root causes of the o-ring(s) degradation were discussed. During the leak test (at station 28) and flow test (at station 30), the o-ring forms a seal with the face of the luer port. Over time, this repetitive contact with the luer port could cause the damage. It was also determined that prior to this event, there was no defined replacement cycle for the o-rings in preventive maintenance procedures. Further, baxter cleveland has no record of when o-ring changes were made or which lot number of o-ring was used. As such, the most likely root cause of the degradation was that the o-ring(s) simply remained in use for too long. Once degraded, the direct contact between the o-ring and the luer port is an obvious mode of transfer of the pm to the bjiii. Any pm deposited by the o-ring into the luer port should, however, be removed by station 31, which is a vacuum station. If the pm was on the face of the luer port, however, it may not have been removed with the vacuum program running at that time, which was set so the vacuum did not turn on until the nozzle was at the bottom of the luer port. As the transfer set travels further along the automated line, pm on the luer port face could then fall into the luer port due to vibration. The transfer set is also rotated 90 degree when traveling between stations, providing another potential opportunity for pm to fall into the port. To further investigate factors which may have caused the o-ring to degrade, shire conducted a for cause audit at baxter cleveland on 24-oct-17 and 25-oct-17. The audit included review of all records related to bjiii production with focus on the orings and particulate related controls. The audit concluded with several opportunities identified to improve particulate matter controls. Based on the date of manufacture of the oldest lot where orange pm was detected in the luer port at shire, the scope of the event begins on 1-aug-16 and ends on 29-aug-17 when the orange o-ring at baxter cleveland was replaced and additional corrective actions implemented thereafter. On 20-oct-17, an investigation was initiated to capture the trend in orange particulate matter (pm) identified in the luer port (fluidpath) of five (5) lots of baxject iii reconstitution devices (also called the baxject iii subassembly) (bjiii) devices during the quality assurance receiving and inspection(qari) component acceptable quality limit (aql) inspections. During the course of the investigation for the trend in orange pm, it was identified that black pm were also identified in the bjiii devices found inside the luer port. Therefore, an investigation was initiated to capture the trend in black pms identified in the bjiii devices during the qari component aql inspections. Further investigation details including immediate corrections, root cause analysis and corrective actions are provided in the summary report attached. Product impact assessment: as the investigation for the trend event is currently in progress, no product impact has been identified to date. The following information supports no product impact to date: ·none of the baxject iii subassembly lots where the pms were identified were used in production. There is no data currently showing that there are baxject iii units with this defect in the field. ·a review was conducted of all complaints and adverse events for advate and adynovate with baxject iii since launch. The review revealed there were no complaints related to pm found in the luer port of the subassembly or in the syringe during administration. In addition, no case reports identified that conclusively implicate a particulate matter in the product as the definite cause of the adverse event.

Event description:
During the period of 01-aug-2016 to 29-aug-2017, five (5) lots of baxject iii subassemblies (bjiii), part number # 3400512 exceeded the incoming inspection acceptable quality limit (aql) criteria for major a defect ("assembly defects that affect function") due to discovery of 1-2 units (of 315 units sampled) with orange colored particulate matter (pm) located within the luer port, past the solution filter (fluid path). The aql failures are currently being investigated under (B)(4). Baxject iii subassemblies (part number, pn # 3400512) are the device constituent part of the following products assembled at (B)(6). These subassemblies are manufactured by baxter healthcare corporation, cleveland, ms and are subsequently combined with advate or adynovate and sterile water-for injection (swfi) at (B)(6) . 5ml advate with bjiii reconstitution system 2ml advate with bjiii reconstitution system - distributed with a 25 gauge needle with a 20 micron filter. 5ml adynovate with bjiii reconstitution system. 2ml adynovate with bjiii reconstitution system - distributed with a 25 gauge needle with a 20 micron filter. The bjiii subassembly consists of a double opened ended molded plastic sleeve with a spike on each side, and luer port with a cap in the middle of the sleeve. The product vial and the swfi vial are inserted in the open end of the sleeve. The patient activates the system for reconstitution of the product by pressing down on the product vial and engaging the swfi into the product vial. Upon completion of the activation, the reconstituted product is removed from the system via the luer port and by using a sterile syringe. There is a filter inside the luer port as well as the port cap. The pms were found on the post cap side of the filter (exterior). Upon completion of the assembly process, the bjiii system with the product and swfi vials is placed in a protective plastic container and covered with a tyvek lid. The units are then sanitized using vaporized hydrogen peroxide (vhp), prior to being released for final packaging. Baxter lot # shire lot # date of manufacture shire inspection date number and size of pm gr334466a, 201709180013, 01-aug-16 , 27-sep-17, 1 pm, 600 x 350 m. Gr338533, 201708180013, 24-jul-17, 25-aug-17, 1 pm, 215 x 160 m. Gr338749, 201708310018, 11-aug-17, 08-sep-17, 1 pm, 741 x 100 m. Gr338780, 201709220011, 1a7-ug-17 , 27-sep-17 , 1 pm, 515 x 100 m. Gr338939, 201709220010, 2a2-ug-17, 04-oct-17, 2 pm, 515 x 120 m. Failed the incoming inspection acceptance criteria and have been placed in quarantine and will not be used for reduction.

Manufacturer narrative:
Investigation status and root cause analysis: (B)(6) issued a supplier corrective action report, scar # 1232741 to baxter (B)(4) on (B)(6)2017. A sample of the o-ring was analyzed using ftir and concluded the material composition to be that of polydimethylsiloxane (silicone material) which matches with the material composition identification of the observed orange pm. Assembly of the transfer set includes two separate stations within the transfer set assembly machine where an orange o­ ring is present. The o-ring is used to temporarily seal the luer port (which extends from the side of the transfer set) while a leak test (station 28) and a flow test (station 30) is performed on each unit. The o-ring(s) appear to have degraded over time and the particulate was transferred onto the luer port. The o-ring is supplied to baxter by (B)(6) (part number 9396k11). Baxter contacted the manufacturer of the o-ring ( (B)(6) corporation), and the manufacturer stated there were no recent changes to the design or material of the o-ring. Root cause investigation determined the start of the degradation of the o-ring(s). A review of the manufacturing process at baxter was conducted and potential root causes of the o-ring(s) degradation were discussed. During the leak test (at station 28) and flow test (at station 30), the o-ring forms a seal with the face of the luer port. Over time, this repetitive contact with the luer port could cause the damage. It was also determined that prior to this event, there was no defined replacement cycle for the o-rings in preventive maintenance procedures. Further, baxter (B)(4) has no record of when o-ring changes were made or which lot number of o-ring was used. As such, the most likely root cause of the degradation was that the o-ring(s) simply remained in use for too long. Once degraded, the direct contact between the o-ring and the luer port is an obvious mode of transfer of the pm to the bjiii. Any pm deposited by the o-ring into the luer port should, however, be removed by station 31, which is a vacuum station. If the pm was on the face of the luer port, however, it may not have been removed with the vacuum program running at that time, which was set so the vacuum did not turn on until the nozzle was at the bottom of the luer port. As the transfer set travels further along the automated line, pm on the luer port face could then fall into the luer port due to vibration. The transfer set is also rotated 90 degree when traveling between stations, providing another potential opportunity for pm to fall into the port. The in-process inspection at baxter (B)(4) was also discussed. Thirty two (32) samples are pulled every 4 hours (~ per 1500 units) for visual inspection as the transfer sets travel to the next equipment station where the port cap is inserted. These samples are inspected visually for pm and the filter is further inspected under magnification. No orange pm was found in these samples for the 5 lots under investigation or in any other lots (according to interviews and review of process data). No irregularities in the inspection process were identified. To further investigate factors which may have caused the o-ring to degrade, (B)(6) conducted a for cause audit at baxter (B)(4) on (B)(6) 2017. The audit included review of all records related to bjiii production with focus on the o-rings and particulate related controls. The audit concluded with several opportunities identified to improve particulate matter controls. Based on the date of manufacture of the oldest lot where orange pm was detected in the luer port at (B)(6), the scope of the event begins on (B)(6) 2016 and ends on (B)(6) 2017 when the orange o-ring at baxter (B)(4) was replaced and additional corrective actions implemented thereafter. Further investigation activities are still in progress. Once the investigation has concluded, a follow-up update will be provided regarding root cause, product impact, and corrective actions. Product impact assessment : all baxject iii subassemblies are subjected to an aql inspection prior to use in further manufacturing with advate or adynovate. The defect categories and acceptance criteria used are consistent or more stringent than those for similar reconstitution and transfer devices co-packed with parenteral products. The aql criterion applicable to the device for this defect type is (B)(4). A study (protocol (B)(4)) was conducted to determine the defect levels in the lots that failed aql. For the first and last rejected lots, (B)(4) samples were inspected, and for the others (B)(4) samples were inspected. The evaluation showed for the already identified failed lots, the orange particles were present in (B)(4) to (B)(4) of the units . This provides evidence that the aql inspection can effectively detect orange particles in the luer port when present at levels just above the (B)(4) limit. Therefore the aql inspection is an effective control for this defect. As such, the lots which passed aql inspection can be concluded to have a low probability of containing unacceptable levels of the defect. A review of complaints for advate and adynovate with baxject iii supports this conclusion. The prescribing information for both advate and adynovate include instructions to visually inspect the reconstituted product prior to administration. Given its size and orange color, this particulate matter would have a relatively high likelihood of detection during such inspection. Complaints were reviewed from the date of advate and adynovate product launches until (B)(6) 2017. There were no complaints related to visible orange particles found in the luer port of baxject iii or in the syringe during administration. As such, a health hazard evaluation was performed by (B)(6) ((B)(6) lead for advate/adynovate) on the potential adverse events associated with injection of non-toxic sterile particulate matter. The evaluation stated the orange particulate matter (silicone) observed in the injection port could theoretically act as an embolus after being injected intravenously to the patient. Although the silicone materials are small they are insoluble and can act as a nidus for aggregation to create a much larger embolus within the blood vessels. The (B)(6) safety database was searched for post-marketing case reports of advate and adynovate with adverse events under the meddra smq "embolic and thrombotic events". The search covered dates from the first shipment for bjiii with advate and adynovate ((B)(6) 2014 and (B)(6) 2016, respectively) through (B)(6) 2017. While there were a small number of reported events ((B)(4)), there were no case reports that conclusively implicate a particulate matter (such as silicone) in the product as the definitive root cause of the reported adverse event. The case reports pointed to other risk factors (e.g. Heart disease, hypercholesterolemia, elderly patients). The available information does not impact the known safety profile of either advate or adynovate. The benefit-risk profiles of both products remain positive and favorable. In summary, the assessments performed indicate that distributed product meets its specifications, and there is no field data indicating the presence of the defect or adverse events linked to the defect. Therefore, based on current information, (B)(6) concludes no impact to safety, efficacy, or purity of distributed product. The investigation is ongoing and the impact will be re-evaluated if new information becomes available.

Event description:
During the period of (B)(6) 2016 to (B)(6) 2017, five (5) lots of baxject iii subassemblies (bjiii), part number # 3400512 exceeded the incoming inspection acceptable quality limit (aql) criteria for major a defect ("assembly defects that affect function") due to discovery of 1-2 units (of (B)(4) units sampled) with orange colored particulate matter (pm) located within the luer port, past the solution filter (fluid path). The aql failures are currently being investigated under (B)(4). Baxject iii subassemblies (part number, pn # 3400512) are the device constituent part of the following products assembled at (B)(6). These subassemblies are manufactured by baxter healthcare corporation, (B)(6) and are subsequently combined with advate or adynovate and sterile water-for injection (swfi) at (B)(6). · 5ml advate with bjiii reconstitution system. · 2ml advate with bjiii reconstitution system - distributed with a 25 gauge needle with a 20 micron filter. · 5ml adynovate with bjiii reconstitution system. · 2ml adynovate with bjiii reconstitution system - distributed with a 25 gauge needle with a 20 micron filter. The bjiii subassembly consists of a double opened ended molded plastic sleeve with a spike on each side, and luer port with a cap in the middle of the sleeve. The product vial and the swfi vial are inserted in the open end of the sleeve. The patient activates the system for reconstitution of the product by pressing down on the product vial and engaging the swfi into the product vial. Upon completion of the activation, the reconstituted product is removed from the system via the luer port and by using a sterile syringe. There is a filter inside the luer port as well as the port cap. The pms were found on the post cap side of the filter (exterior). Upon completion of the assembly process, the bjiii system with the product and swfi vials is placed in a protective plastic container and covered with a tyvek lid. The units are then sanitized using vaporized hydrogen peroxide (vhp), prior to being released for final packaging. (B)(4). The listed lots failed the incoming inspection acceptance criteria and have been placed in quarantine and will not be used for routine production.